Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a solid green light on the charger but did not charge despite use of multiple outlets, and the device subsequently experienced premature battery discharge while in use; the user switched to backup therapy and blood glucose levels were unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.